Event description:
It was reported the programmer connection for the rf (radio-frequency) head had an intermittent contact issue, causing the rf head to not communicate with a device. The rf head was replaced, but the issue remained. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the radiofrequency head/link electronic module (lem) circuit board connection failed during functional testing. As a result the lem board was replaced and calibrated. It was also noted that one latch tab was broken on the power cord bay door and the system fan was noisy. (B)(4).